Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03jul2024.

Event description:
Patient reported right side "painful, pocket of fluid under right breast volume unknown, enlarged," and exchange from textured to smooth implant due to the patient's concern with the product. Patient also reported "tenderness" which is not device related. Healthcare professional reported capsular contracture, baker grade ii and noted patient went to emergency room for swelling and pain in her breast. The device has been explanted.

Event description:
Patient reported, right side "painful. Pocket of fluid under right breast volume unknown, enlarged". And exchange from textured to smooth implant, due to the patient's concern with the product. Patient also reported, "tenderness". Which is not device related. Healthcare professional reported, capsular contracture, baker grade ii. And noted, patient went to emergency room for swelling and pain in her breast. The device has been explanted.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ edema: unable to observe since it is a medical event and is not related to the device. ¿ anxiety - product/ procedure: : unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "painful, pocket of fluid under right breast volume unknown, enlarged," and exchange from textured to smooth implant due to the patient's concern with the product. Patient also reported "tenderness" which is not device related. Healthcare professional reported capsular contracture, baker grade ii and noted patient went to emergency room for swelling and pain in her breast. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, pain, visibility/palpability, anxiety-product/procedure, varied injuries-ndr.

Event description:
Patient reported, right side "painful, pocket of fluid under right breast volume unknown, enlarged". And exchange from textured to smooth implant, due to the patient's concern with the product. Patient also reported, "tenderness". Which is not device related. Device remains implanted.